Event description:
It was reported that the support arm broke. (B)(4).

Manufacturer narrative:
The broken support arm was not returned for investigation. A photo of the support arm showed that the support arm broke at the joint nearest to the bracket. The date stamp on the support arm shows that it was manufactured in 2007; thus the device is five years old. While we cannot conclusively determine the cause of the support arm breaking, this type of physical damage is consistent with a crack, caused by overloading or impact, which led to the reported break. Subsequent to the manufacture of this device, product enhancements were implemented to increase the mechanical strength of the support arms. The support arm was manufactured before implementation of this change. (B)(4).